Event description:
A patient received a left shoulder exam on the hitachi oasis MRI system on (B)(6) 2013. The patient was screened and had no contraindications for MRI. The scan proceeded normally and the patient was released. On (B)(6) 2013, the patient's personal physician notified the site that the patient had a 3 cm raised lesion on her left shoulder. The patient noticed the problem on the day after the exam ((B)(6)). The patient was treated by her physician with neosporin.

Manufacturer narrative:
The oasis is a 1.2 tesla open magnet. The receive-only shoulder coil used for the patient exam was evaluated. The coil operated within specifications for image quality. No mechanical or electrical damage was noted. The patient contact areas were tested for heating and no problems were found. Maximum temperature noted was 83 degrees f. The patient did not have any direct contact with the coil surface. The rf transmitter gain settings were mid-range, so output power was appropriate to the scan conditions. The settings were checked for three different coils. Hitachi clinical science staff reviewed the images of the case and found no image quality problems or indication that the machine malfunctioned. The specific absorption rate (sar) values for each MRI scan sequence were under 2.0 w/kg (normal operating mode). Hitachi cannot determine a direct root cause. The scan conditions reveal none of the following risk factors: presence of embedded metal, implants, etc.; the injured area in close proximity to the bore (rf transmitter cover); skin to skin contact forming a rf conductive loop; direct skin contact to the receive coil or cables; elevated room temperature.